Event description:
The patient had a knee infection and the pathogen is unknown. At about 1 month from priamry the surgeon performed a washout and revised insert implanting one of the same size. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 24 march 2026: lot 2314140: (B)(4) items manufactured and released on 11-oct-2023. Expiration date: 2028-sep-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.